Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a company representative on the cardiosave intra-aortic balloon pump (iabp), the iabp failed the patients interface module test, there was insufficient vacuum and pressure. There was no patient involvement, and there was no adverse event reported.

Event description:
It was reported that during service maintenance performed by an in-house company technician, the cardiosave intra-aortic balloon pump (iabp), failed the patients interface module (pim) test; there was insufficient vacuum and pressure. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The getinge in-house technician corrected the issue by adjusting the pressure regulators, as the pressure and vacuum were too low. Subsequently, the iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
The service territory manager (stm) evaluated the iabp and was able to reproduce the issue. The stm did not replaced any part. . The stm then performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that during a preventive maintenance (pm) performed by a company representative on the cardiosave intra-aortic balloon pump (iabp), the iabp failed the patients interface module test, there was insufficient vacuum and pressure. There was no patient involvement, and there was no adverse event reported.